Event description:
Iab catheter placed in the or. Patient arrived to critical care at 1700 hours. The balloon pump lost waveform. Machine was not pumping because it could not trace a waveform. Rn attempted to flush and re-zero the transducer and it did not help. The second rn entered the room and noticed that a cloud of smoke began to flow from the back of the balloon pump. The rn immediately unplugged the pump from the electrical outlet. A new machine was ordered and set up for the patient. Patient was without pumping for several minutes contributing to low blood pressure.